Manufacturer narrative:
The allotted sample clotting time was too short, resulting in microclots. The investigation determined the issue was consistent with a pre-analytical sample handling issue. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample and questionable elecsys tsh results for 1 patient sample on a cobas e 411 analyzer (rack system). Patient 1: the initial tsh result was 0.019 miu/l, and the repeated result was 0.797 miu/l. Patient 2: on (B)(6) 2025, the initial elecsys hcg+beta result was 1 iu/l, and the repeated result was 11 iu/l. The samples were repeated because the initial results were considered low. This medwatch will apply to the elecsys hcg+beta assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys tsh assay.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibrations and qcs were acceptable. However, only 1 level of qc was performed for hcg+beta. The field service representative checked and adjusted the sample probe alignment, checked the sipper probe alignment, replaced the pinch tubing, replaced the measuring cell, and performed calibration. The investigation is ongoing.